Manufacturer narrative:
: Product ID 97755 serial# (B)(6); product type recharger . Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(6) h3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed a failure, intermittent poor recharge quality. Rtm heats up near rtm paddle. Insulation is pulling out of rtm donut. Fail t5175 (sc_interrupt check), suspect over mold cable defective. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  reason for call was pt reported they had difficulty charging/finding their implanted neurostimulator (ins) with the recharger antenna (rtm) since about 30 days ago, but today they could not connect at all to the ins with the rtm. Pt noted they were in passive recharge mode before and they removed the rtm from their back and the controller showed the rtm was still connected to the ins. Patient services specialist (pss) asked the pt to unlock their controller and the pt was able to connect wirelessly to their ins. Pt said their stimulation was off and the controller battery was 60% charged and their ins battery was 50% charged. Pss helped the pt inspect the rtm cord, rtm plug, and controller port, but no visible damage was detected to the rtm plug or controller port. Pt said their was white discoloration on the rtm cord near the rtm plug and the rtm cord near the rtm coil was really warm. Pt noted the rtm plug inserted easily into the controller port. Pt attempted to initiate a charge session to their ins and saw the "no device found" message. Pt pressed "recharge" and entered passive recharge mode. Pt needed a "magnifying glass" to inspect the equipment. The issue was not resolved. An email was sent to the repair department to replace the rtm. No symptoms were reported.